Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). Evaluation summary: visual inspections were performed on the returned device. The failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties or patient effect; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device, with a 6fr sheath, after a diagnostic procedure. Reportedly, following deployment of the sutures and advancement of the knot, bleeding continued. A second proglide device was used with the same results. A femoral angiogram was taken which revealed sutures occluding the vessel. A balloon was advanced contralaterally and used to widen the sutures and allow blood flow through the vessel. Bleeding from the access site subsided and hemostasis was achieved. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was reported clinically significant delay in the entire procedure. No additional information was provided.